Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? Unknown. What healthcare professional fired the device and what is his/her experience with the device? Chief doctor. Where in the green gap setting scale was the indicator located prior to firing? Yes. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were the donuts inspected? If so, please describe. Yes, incomplete. Was a complete washer transection confirmed? Unknown. How was the postoperative bleeding identified? No. Was the bleeding intraluminal or extraluminal? In the anastomotic stoma, but could not confirm internal or external. Were there any staple formation issues identified at any point in patient care? No if so, please describe the shape? What is the current status of the patient? Stable and left from hospital.

Event description:
It was reported that there was bleeding after surgery. One hour after the radical resection of low rectal cancer, found the patient was bleeding, lost about 400ml blood. Did the 2nd surgery, used suture to stop bleeding without blood transfusion. The patient is stable and in the hospital now.